Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the indication for intra-aortic balloon (iab) use was dilated cardiomyopathy (dcm). The iab was "vacuumed by the md and then removed from the tray. The balloon was found to be slightly unraveled." As a result, the md did not insert this iab into the pt's vessel. The md inserted a datascope iab. There were no reported pt complications or injury.